Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery alert. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert. Customer also stated that this was the second occurrence of the replace battery alert without low battery alert. Troubleshooting was performed. The insulin pump will be returned for analysis.